Event description:
This unsolicited case from united states was received on 04-jan-2018 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later on the same day had right knee pain/worsening pain in the right knee, after 1 day knee was very swollen, after unknown latency was unable to walk without leaning on something, could not put any weight on her right leg. Also device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (in right knee in (B)(6) 2017 and in (B)(6) 2016; she had the injections 2 or 3 times in the past, so she may have had another injection prior to (B)(6) 2016 and injection did help her knee pain very much, and she did not have a reaction to them). The patient had no prosthetic devices and had not received immunosuppressant. The patient had a medical history of asthma, and feathers (fur, some scents, such as candles, aggravate her asthma; with scents it is intermittent, sometimes a particular scent will aggravate her asthma but then an hour later the same scent does not aggravate her asthma at all). The patient was allergic to cigarette smoke and cold weather, (in terms of aggravating the asthma; the patient loved cats and dogs but could not be around them long because it aggravated her asthma). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for arthritis knee pain (batch/lot number: 7rsl021 and expiry date: 31-may-2020) into the right knee. It was reported that the patient did not notice any adverse effects right away. The same day, the patient did have some right knee pain as she left the doctor's office, but no worse than usual. It was reported that the patient and her daughter then went to lunch, and then she went home and sat in a chair and elevated her right leg, as she usually does. The patient did not engage in any strenuous activity after the synvisc one injection. It was reported that the patient noticed a little worsening pain in the right knee before she went to bed on the same day, but not much if any swelling. On (B)(6) 2017, the next morning the patient was woken up with right knee pain, and the knee was very swollen. It was reported that the patient treated the right knee swelling and pain by sitting down and putting her feet up. The patient treated the right knee pain with tylenol. She started off by taking two tylenol four times a day, then she tapered down to twice a day, and now she takes the tylenol once a day, and she has had a few days here and there where she did not have to take any tylenol. On an unknown date, the patient was unable to walk without leaning on something, and could not put any weight on her right leg. The patient had to use a walker for several days, and then she had to use a cane for several days after that. The patient now was able to walk without a cane sometimes, but if the pain was bad she would have to use a cane so that the right knee does not "give out" on her and she does not fall. It was reported that every once in a while pain would shoot through the right knee, and it felt as if the right knee might give out on her. It was reported that the patient had a lot of pain and swelling in the right knee, which varied anywhere from 5-6, to close to 10, on a pain scale where 0 was no pain and 10 was the worst pain. The patient did not know if she had any fever, but she probably did not have a fever, but she had so much pain in the right knee that she might not have been thinking about whether she had a fever or not. As of (B)(6) 2018, the pain was so-so, she had good days and bad days, but the right knee was still giving her quite a bit of pain, but there was not much swelling now. It was reported that the swelling in the right knee has gone down quite a bit. The patient stated that she called her doctor's office at the time, and they recommended she stay off the right knee as much as she could, but also that the right knee should be exercised as much as possible. It was reported that the patient had been using synvisc one to try to avoid knee replacement surgery, which her doctor regarded as a last resort. Corrective treatment: use of walker and cane for unable to walk without leaning on something; tylenol; sitting down and putting her feet up for right knee pain/worsening pain in the right knee and knee was very swollen; not reported for other events. Outcome: not recovered for unable to walk without leaning on something, device malfunction, could not put any weight on her right leg; recovering for right knee pain/worsening pain in the right knee and knee was very swollen. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: disability for unable to walk without leaning on something and device malfunction. Pharmacovigilance comment: sanofi company comment dated 10-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain, swelling, weight bearing difficulty and inability to walk. However, patient's underlying condition and advancing age could have played a confounding factor. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 04-jan-2018 from the patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and later on the same day had right knee pain/worsening pain in the right knee, after 1 day knee was very swollen, was unable to walk without leaning on something, could not put any weight on her right leg. Also device malfunction was identified for the reported lot number. No concomitant medication or concurrent condition was provided. The patient had past treatment with synvisc one (in right knee in (B)(6) 2017 and in (B)(6) 2016; she had the injections 2 or 3 times in the past, so she may have had another injection prior to (B)(6) 2016 and injection did help her knee pain very much, and she did not have a reaction to them). The patient had no prosthetic devices and had not received immunosuppressant. The patient had a medical history of asthma, and feathers (fur, some scents, such as candles, aggravate her asthma; with scents it is intermittent, sometimes a particular scent will aggravate her asthma but then an hour later the same scent does not aggravate her asthma at all). The patient was allergic to cigarette smoke and cold weather, (in terms of aggravating the asthma; the patient loved cats and dogs but could not be around them long because it aggravated her asthma). On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once for arthritis knee pain (batch/lot number: 7rsl021 and expiry date: 31-may-2020) into the right knee. It was reported that the patient did not notice any adverse effects right away. The same day, the patient did have some right knee pain as she left the doctor's office, but no worse than usual. It was reported that the patient and her daughter then went to lunch, and then she went home and sat in a chair and elevated her right leg, as she usually does. The patient did not engage in any strenuous activity after the synvisc one injection. It was reported that the patient noticed a little worsening pain in the right knee before she went to bed on the same day, but not much if any swelling. On (B)(6) 2017, the next morning the patient was woken up with right knee pain, and the knee was very swollen. The patient could not walk without aid. The patient was unable to walk without leaning on something, and could not put any weight on her right leg. The patient needed to use walker several days, then cane several more days until could put weight on leg. It was reported that the patient treated the right knee swelling and pain by sitting down and putting her feet up. The patient treated the right knee pain with tylenol. She started off by taking two tylenol four times a day, then she tapered down to twice a day, and now she takes the tylenol once a day, and she has had a few days here and there where she did not have to take any tylenol. The patient now was able to walk without a cane sometimes, but if the pain was bad she would have to use a cane so that the right knee does not "give out" on her and she does not fall. It was reported that every once in a while pain would shoot through the right knee, and it felt as if the right knee might give out on her. It was reported that the patient had a lot of pain and swelling in the right knee, which varied anywhere from 5-6, to close to 10, on a pain scale where 0 was no pain and 10 was the worst pain. The patient did not know if she had any fever, but she probably did not have a fever, but she had so much pain in the right knee that she might not have been thinking about whether she had a fever or not. As of (B)(6) 2018, the pain was so-so, she had good days and bad days, but the right knee was still giving her quite a bit of pain, but there was not much swelling now. It was reported that the swelling in the right knee has gone down quite a bit. The patient stated that she called her doctor's office at the time, and they recommended she stay off the right knee as much as she could, but also that the right knee should be exercised as much as possible. It was reported that the patient had been using synvisc one to try to avoid knee replacement surgery, which her doctor regarded as a last resort. Corrective treatment: use of walker and cane for unable to walk without leaning on something; tylenol; sitting down and putting her feet up for right knee pain/worsening pain in the right knee and knee was very swollen; not reported for other events. Outcome: not recovered for unable to walk without leaning on something, device malfunction, could not put any weight on her right leg; recovering for right knee pain/worsening pain in the right knee and knee was very swollen. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 51812. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: disability for unable to walk without leaning on something and device malfunction. Additional information was received on 17-jan-2018. Global ptc number was added. Additional information was received on 05-mar-2018 from the patient. Event onset for unable to walk without leaning on something and could not put any weight on her right leg was updated. Clinical course was updated. Text amended accordingly. Pharmacovigilance comment: sanofi company comment dated 05-mar-2018: the follow-up information received does not alter the overall case assessment. This case concerns a patient who has received synvisc one injection from the recalled lot and later experienced knee pain, swelling, weight bearing difficulty and inability to walk. However, patient's underlying condition and advancing age could have played a confounding factor. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.